Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 23 feb 2021 were reviewed. On (B)(6) 2020 the patient had a left knee revision to address a failed left total knee. Preoperative bone scan demonstrated the tibial tray to be loose and synovitis. Intraoperatively, the surgeon noted the tibial tray was able to be removed with only 5 taps, implying it was loose at the cement/implant interface. There was no information provided as to the components implanted during the primary surgery. Depuy components, including depuy cement x2 were used during the procedure. Doi: (B)(6) 2018 left knee was placed due to osteoarthritis. Part/lot provided on pages 7 and 8 (cement x2). No intra-operative complications noted. Doi:unknown dor: (B)(6) 2020 (left knee).